Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was tested on (B)(6) 2024 by event log review and was found to have abrupt power offs in its' infusion history. The pump's event log was pulled and reviewed, highlighting several abrupt power offs which were shown by consecutive lines stating, "log_event_on" meaning the pump was turned on and then powered off on its own and had to be turned on again.

Event description:
On (B)(6) 2024, the returned device was tested by event log review and was found "to have" abrupt power offs in its infusion history causing loss of infusion parameter.